Manufacturer narrative:
Analysis of the implantable infusion pump (s/n(B)(4)) found no significant anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found that difficulty with the sutureless connector led to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(4), ubd: 23-jun-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (25 mg/ml at 10.923 mg/day) via an implantable infusion pump. It was reported that during a normal and expected pump replacement due to impending batter depletion, the sutureless pump connector of the catheter broke and came apart in 2 pieces when disconnecting from the old pump. When replacing the connector, another portion of the catheter was found to have a black dot, which "may or may not be a burn mark." That part was also removed and replaced. The new pump was successfully aspirated from and the physician was satisfied with the aspiration. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. No further complications were reported.